Manufacturer narrative:
No pt information available as no pt was present in this concern. Per RMA a tiu and spring arm were replaced. The suspect spring arm passed a continuity test with no opens or shorts detected. The spring arm is fully functional but the physical condition is poor. The spring arm will be discarded. Tiu was replaced and resolved issue, but is not being sent back for evaluation.

Event description:
Site reported that during a case the ent head frame was going from green to red status back and forth. Surgeon was experiencing intermittent optical tracking issues. Site also, reported that the issue persists when the lights are off or on. Site has cleaned the camera lenses twice. Site re-attached the power comm and spring arm cables with no effect. No impact on pt outcome reported.